Manufacturer narrative:
Unit received with operating currents within specification. Unit passed selftest, unexpected restart alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, unit alarmed unexpected motor error while checking operational currents. Problem isolated to motor. Motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.